Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Event description:
It was reported that during the implant procedure, the atrial lead could not be fully inserted into the connector port of the pulse generator, even with the use of silicone oil. The device was no longer used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the leads was out of specification for the product.